Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that the device was reading with high fluctuations and saturations were not matching the patient's symptoms or medical status. There were no known impact or consequence to the patient.